Manufacturer narrative:
G4: 23jul2020. B4: 23jul2020. A philips field service engineer (fse) was dispatched to the customer site. The fse replaced the data acquisition to motor controller cable along with the motor controller pcba (printed circuit board assembly) retention bracket. The device passed all performance verification testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 18 jun 2020.

Event description:
It was reported that the unit declared a machine and proximal pressure sensors failure. There was no patient involvement.